Event description:
Baxter product surveillance received a call from the sales rep. That atransfer set had fallen apart, and that the home pt contracted peritonitis. During the follow-up call with the home pt's nurse the incident was clarified. In 2006, the home pt had a new transfer set attached. It had been attached to the catheter with a plastic adaptor. It was confirmed by the home pt's nurse that the catheter was screwed on tightly, and not snapped on three months later, the home pt found that their pants were getting wet. During the inspection of the transfer set, it had fallen off from the catheter adaptor. The home pt had a cluody bag of dialysate, and was disgnosed with peritonitis. No other relevant tests were run to diagnose peritonitis. Antibiotics (ancef) were given for 14 days. The home pt has recovered and is doing well at this time.